Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an issue with the display. It was reported that the display screen would go blank on occasion, but would turn back on. Additionally, the screen was dim at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and faded. The complaint of a blank display was not observed during testing. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked.